Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarms were noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to low blood glucose. The customer's mother also reported that the insulin pump was over delivering. The customer's blood glucose was 20 mg/dl at the time of the incident. The customer's mother stated that they treated the low blood glucose with juice and glucagon tablets. The customer's mother stated that her son's blood glucose went up to 50 mg/dl and up to 200 mg/dl. The customer's mother declined to troubleshoot. The insulin pump will be returned for analysis.